Event description:
It was reported that when they set up the device there was an error with the generator in which they thought it was a problem with the delivery device so they opened another one. When the second device was set up, still had the same error, power error with the generator. The case was not completed. Patient outcome information was not reported.